Event description:
Customer reported she was in a vehicular accident and was the driver. Customer stated she was not hospitalized but spent a couple of hours in the emergency room. Customer is highly sensitive to insulin; she had tested and treated with two glucose tablets for blood glucose reading of 84 mg/dl prior to the accident. Blood glucose value at the time of admission was 33 mg/dl. She declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.